Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report.

Event description:
Major issue in one knee [arthropathy]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via a sales representative, regarding a female patient (initials and dob unknown). The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc-one injections of 6 ml into both knees. The synvisc-one lot number was not provided. On an unspecified date, the patient experienced knee effusion and a "major issue in one knee." Treatments for the events including: knee aspiration and cortisone injection. The action taken with synvisc-one treatment was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The intensity for the events of knee effusion and a major issue in one knee was not provided. The relationship between synvisc-one and the events of knee effusion and a major issue in one knee was not provided by the physician.